Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver is stuck on initialization screen, unable to perform download. The receiver was opened for internal visual inspection, there is no epoxy encasing the edges of u1 on ui-u1 board. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 08/12/2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver is stuck on initialization screen, unable to perform download. The receiver was opened for internal visual inspection, there is no epoxy encasing the edges of u1 on ui-u1 board. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be an assembly error.